Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one cannulated hexagonal screwdriver for 7.3mm cannulated screw (part # 314.05, lot # 4485998) was returned for investigation. The tip of the device is broken off and was not returned. The balance of the device is functional with only minor cosmetic damage. It is unknown what caused the complaint condition, but it is likely that accumulated wear and excessive torque was applied to the instrument, causing the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product or any subcomponents that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cannulated hip pinning screw procedure to treat a broken hip on (B)(6) 2016, the tip of the screwdriver broke and fell into the patient's wound. The tip fragment was visible enough for the surgeon to retrieve it with a pair of forceps. There was a 15 minute delay due to the reported event and time taken to obtain a set with another screwdriver. The surgery was completed with the other screwdriver without further complications or patient harm. This is report 1 of 1 for (B)(4).